Event description:
Boston scientific crm received information that this right atrial (ra) lead was fractured. The lead was explanted and a new boston scientific crm rate/sense lead was implanted in the ra. No adverse patient effects have been reported.

Manufacturer narrative:
The lead was destroyed during the removal process and was then disposed. As the lead will not be returned, clinical observations cannot be confirmed. No additional information is available. Should any additional information related to this event become available, this event will be updated.